Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer reported there was a false negative result on one of the realtime sars-cov-2 patient samples in the run performed on (B)(6) 2020. The sample result was reported as negative and was questioned by the physician. When the sample was re-tested by an outside lab on cepheid and bdmax the result was positive. The same sample aliquot was stored by the lab and re-tested on the realtime sars-cov-2 assay and generated a positive result. According to the customer, there was no impact to patient management as the physician questioned the result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the runs in question were reviewed and determined to be valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Sample tested on (B)(6) 2020 was negative for sars-cov-2. The max ratio was on the threshold; therefore, the sample was called negative. When retested on (B)(6) 2020 the sample was positive for sars-cov-2. This sample was a low positive. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506428. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 identified two additional complaints related to the reported issue. One complaint has been independently investigated and no deficiency was identified. The other ticket is currently under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 was not identified.